Manufacturer narrative:
H6: patient code updated to reflect 2645.

Event description:
Additional information was received indicating that the product problem was observed during set up on (B)(6) 2020. There was no patient involvement. The device did not alarm.

Event description:
Information was received indicating that continuous pressure limiting occurred to a smiths medical pneupac parapac plus ventilator. There were no reported adverse effects.

Manufacturer narrative:
One pneupac ventilator was returned for analysis due to limited pressure. When the device was tested, the issue was confirmed. The measurements were out of specification. Adjustments were made, along with calibration, and preventative maintenance.